Event description:
It was reported that the devices were used during a laparoscopic assisted hemicolectomy procedure. The devices tore. Competitors device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.